Event description:
A practice notified neuronetics on (B)(6) 2025 that a patient reported she had a seizure on (B)(6) 2025, at home, which occurred during her course of tms treatment. The patient was taken to ER and released with no sequelae from the event but chose to discontinue tms therapy.

Manufacturer narrative:
The patient was on two antidepressants that can lower a patient's seizure threshold. Based on the information available, it can not be ruled out that tms combined with the medications may have contributed to a seizure.